Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. The handle did not appear to calibrate. Solid blue lights were displayed. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering then disassembled the unit for troubleshooting and the motor connector wires were then probed for continuity of the hall effect motor traces and all were not found to have sufficient connection. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration.

Event description:
According to the reporter, during a gastrectomy, blue lights appeared. There was no harm to the patient.